Event description:
During an attempt to treat the left superficial femoral artery (sfa), it was reported that the physician was attempting to pass the outback ltd re-entry over a stabilizer wire via a contralateral approach using a 6f 45cm terumo destination sheath. The aortic bifurcation was heavily calcified and both tight and tortuous. The patient¿s ischemic disease burden was sever claudication. The patient¿s underlying co-morbidities was wounds. Resistance was reported by the physician as he tried to cross the acute bifurcation with the distal tip of the outback (the nosecone was verified to be in the correct position, with the ¿l¿ pointing down). At this point the physician decided to remove the outback catheter from the sheath and noticed that the nosecone had separated from the device. The outback catheter was successfully removed from the sheath. The wire was then removed from the sheath, along with the nosecone. No injury to the patient occurred. The patient will be brought back for antegrade access due to iliac tortuosity. The outback was prepped following IFU instructions and the cannula/needle actuated smoothly. The device was straight prior to loading. No abnormal force was required anytime during the procedure. There was no damage to any ancillary devices after the procedure. The primary damage to the nosecone could have not occurred at a different time than the separation was noted. In the case that percutaneous intervention was not available, the physician would have recommended bypass fem distal pop for this specific patient. The physician has been using the outback for three years and his technique has not been impacted by any changes in indications, thought leadership or publications. The physician did receive the medical device post market surveillance data update.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant devices: stabilizer wire, 6f 45cm terumo destination sheath.

Manufacturer narrative:
Complaint conclusion: during a peripheral intervention procedure, resistance was experienced when advancing an outback ltd re-entry catheter over the bifurcation. Once the device was removed, the nosecone of the device was noted to be missing. The nosecone was successfully retrieved on the guidewire without further intervention and with no reported patient injury. The event involved a patient with severe claudication symptoms and ulcerative wounds of the digits of the foot. The target lesion was located in the left superficial femoral artery (sfa). The procedure was initiated via a contralateral approach via a 6f terumo sheath. The outback catheter was loaded on a stabilizer wire and advanced through the sheath. Difficulty was experienced during the advancement of the outback over the calcified, tight and tortuous aortic bifurcation. The physician then removed the outback catheter from the sheath and noted that the nosecone had separated from the catheter. When the wire and introducer sheath were removed from the patient, the nosecone section was retrieved on the wire. The physician then completed the procedure via an antegrade approach with no reported patient injury. A non-sterile unit of outback was received inside of a plastic bag. A kink condition was observed at 2 cm from distal tip end. The tip was received separated from the device and it was not returned. No other damages were noted. Functional analysis with a lab sample 6f cordis sheath introducer was performed and it was inserted into the device without any resistance felt. The outback was inspected under vision system and the inner liner present marks of welding. A review of the manufacturing records for this lot revealed that it met specification prior to release. The failure reported by the customer as ¿cto catheter - system/resistance/friction-outer body¿ was not confirmed since the functional test was performed successfully. The exact cause of reported events as well as observed kink condition could not be conclusive determined. However procedural factors might have contributed with the cause of the reported failure by the customer. The failure reported by the customer as ¿catheter tip/distal tip (outback only) - fractured-separated/in patient¿ was confirmed since the tip was received separated from the device and it was not returned. The product instructions for use (IFU) instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation /delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Based on the information available for review, there are vessel characteristics and procedural factors (advancement over a calcified, tight and tortuous bifurcation) that may have contributed to the reported event. The reported ¿cto catheter system ¿ resistance/friction-outer body was not confirmed since the device passed functional testing. The reported ¿catheter tip/distal tip (outback only) ¿ fractured-separated¿ was confirmed via visual analysis. A risk assessment has been initiated to address this issue.